Manufacturer narrative:
On (B)(6) 2023 the sales rep ordered a replacement insert for the patient due to an infection. The original surgery was (B)(6) 2022 and the replacement surgery date is noted on the complaint form as "new surgery date asap". Since the potential exists for the replacement surgery to be less than 1 yr from the original surgery, this investigation will be treated as such. 10/16/2023 sn entered into the ncmr database with no ncmr returns. This indicates the device was designed and manufactured to specifications. The device was manufactured and processed through vhp sterilization in 12/06/2022. Review indicates that the device was designed and manufactured to specification. All sterilization requirements were met. Infection is a known complication of joint replacement surgery. Cause of infection cannot be conclusively determined to be determined to related to the device based on the available information.

Event description:
On (B)(6) 2023 the sales rep ordered a replacement insert for the patient due to an infection. The original surgery was (B)(6) 2022 and the replacement surgery date is noted on the complaint form as "new surgery date asap."